Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room after being inappropriately shocked by their implantable cardioverter defibrillator (ICD). It was noted that the device shocked the patient for atrial fibrillation with rapid ventricular response (afib w/rvr) after mistaking that rhythm for ventricular tachycardia (vt). Programming changes were made. The patient was stable.